Event description:
Caller reported cartridge alarms 20. Blood glucose level did not exceed 500 mg/dl and remained within the normal range. Cartridge alarms occurred with consecutive cartridges, and technical support confirmed the issue and decided to replace the pump. Caller expressed interest in obtaining an out-of-warranty loaner pump.